Manufacturer narrative:
Describe event or problem - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 01feb2017 in describe event or problem. No further follow up is planned. Evaluation summary a female patient reported that the soft touch on her ergo ii device was cracked and peeling off. The patient experienced abnormal blood glucose. The investigation of the returned device (batch (B)(4), manufactured july 2009) found that the device met functional requirements and met dose accuracy and glide force specifications. No malfunction was identified. The investigation also found that the soft touch was discolored and partially detached from the device. The damage is consistent with the device having been exposed to an unknown chemical while in the field. The damage observed to the soft touch did not affect the functionality of the device. The user manual describes the proper care and storage of the device and states "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." In addition, the user manual instructs the patient to not use the device if it appears broken or damaged and to contact lilly or their healthcare provider for a replacement pen. The reporter stated the device was purchased in 2010. Although the duration of use was not specifically provided by the patient, since the device was manufactured july 2009 and purchased in 2010, it is likely the patient used it beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included high cholesterol, unspecified heart disease with stent installed, probable adverse reaction to statins that lead to high creatine kinase of 700 and her brother was allergic to sulfa drugs. Concomitant medications included unspecified insulin, unspecified oral medicine, and glimepiride, all for unknown indication. The patient received human insulin (rdna origin) cartridge (humulin r), via reusable pen (humapen ergo ii), morning 8, noon 8, evening 8 three times a day, subcutaneously, for the treatment of diabetes, and beginning in 2010. Sometime in 2014, approximately four years after started human insulin treatment she was hospitalized to regulate her blood sugar. On unspecified date she adjusted the dose to morning 13-15, noon 13-15, evening 13-15 according to the blood sugar value. She did not inject insulin because insulin was not convenient to carry. Sometime while on treatment her creatine kinase was lower than before (value: 280), no reference range was provided. Information regarding corrective treatment was not provided and outcome of the events was not provided. On an unreported date, she had an unspecified product complaint for the humapen ergo ii (pc 3865428/ lot 0907d03). Human insulin treatment was continued. The user of the device and his/ her training status was not provided. The general model and suspect device duration of use was about four years. The device was returned on 03jan2017, and no malfunction was found. The reporting consumer did not know if the events were related to human insulin treatment. Update 03jan2017: upon review, the case was opened to add the product complaint information to the narrative; and to complete the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 05-jan-2016: the pc number was provided and added into the case; however it was not available to process. Narrative was updated with new information. Update 31-jan-2017: upon review of this case, the case was opened to update the suspect device duration of use. Update 01-feb-2017: additional information received on 01-feb-2017 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included high cholesterol, unspecified heart disease with stent installed, probable adverse reaction to statins that lead to high creatine kinase of 700 and her brother was allergic to sulfa drugs. Concomitant medications included unspecified insulin, unspecified oral medicine, and glimepiride, all for unknown indication. The patient received human insulin (rdna origin) cartridge (humulin r), via reusable pen (humapen ergo ii), morning 8, noon 8, evening 8 three times a day, subcutaneously, for the treatment of diabetes, and beginning in 2010. Sometime in 2014, approximately four years after started human insulin treatment she was hospitalized to regulate her blood sugar. On unspecified date she adjusted the dose to morning 13-15, noon 13-15, evening 13-15 according to the blood sugar value. She did not inject insulin because insulin was not convenient to carry. Sometime while on treatment her creatine kinase was lower than before (value: 280), no reference range was provided. Information regarding corrective treatment was not provided and outcome of the events was not provided. On an unreported date, she had an unspecified product complaint for the humapen ergo ii ((B)(4)/ lot 0907d03). Human insulin treatment was continued. The user of the device and his/ her training status was not provided. The device model duration of use was about four years and the suspect device duration of use was not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the events were related to human insulin treatment. Update 03jan2017: upon review, the case was opened to add the product complaint information to the narrative; and to complete the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 05-jan-2016: the pc number was provided and added into the case; however it was not available to process. Narrative was updated with new information.